Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was successfully implanted on (B)(6) 2023. The patient was discharged home the same day. The patient returned to the hospital that same night not feeling well. The patient coded at the hospital the next day, (B)(6) 2023, and subsequently passed away. A transthoracic echocardiogram (tte) was performed and there was no effusion or embolization noted. The patient's family declined any further evaluation of cause of death. The physician suspected the death may have been related to the procedure as a whole, but did not think the device itself caused the death. An official cause of death not determined.